Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 586 mg/dl. The customer feel sick and no energy used insulin to avoid anxious. The customer states she missed to deliver an insulin bolus on or before her dinner the customer also states had received lost sensor signal, calibration error and low reservoir. The customer states the auto mode was active. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.